Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, it would not recognize the power source despite the attempted use of multiple adapters and power sources. There was no impact to the customer's blood glucose (bg) level from this event; however, customer reported having an unrelated bg level of 200 (mg/dl) and delivered a bolus. It was indicated insulin injections were available for diabetes management.